Event description:
The patient reported that the teladoc health blood glucose meter was smoking while it was charging. The patient was not injured amd/or received medical attention as part of the issue.

Manufacturer narrative:
The patient confirmed the device was discarded after the incident, and the device will not be returned for investigation.